Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report. The patient was implanted in another country but was explanted in different country.

Event description:
It was reported that the patient was explanted due to the device's extrusion and infection.